Event description:
It was reported that the patient was having problems switching from program 1 to program 2. Occasionally they were unable to switch over to program 2 and the patient programmer would not scroll over to program 2. When the patient moved to program 2 it doesn¿t always connect ¿a quarter of the time.¿ they also noted that sometimes they push the button to go to program 2 to turn stimulation down from 7.8v and are unable to do so because it stays on program 1 at 0.00v. Prior to a fall they were on program 1 but then switched to program 2 however somehow the patient programmer gets over to program 1 on its own. This issue had been happening for 3-4 months prior to the report and was getting progressively worse. During the report the patient was able to activate program 2 and was on group a. They were able to switch to other programs but were concerned they would not be able to do so later. The patient did not get a poor communication screen when they tried to synchronize. They also noted that all three of their programs feel exactly the same even though they are set at different voltages. The programmer was working as designed. There were no symptoms reported.

Manufacturer narrative:
Concomitant products; product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).